Event description:
Reporter alleged blood glucose measured 394 mg/dl at 3:42 pm back to back with a result of 174 mg/dl performed at 3:45 pm. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.